Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope core smart cable used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm a malfunction with the video baton. While the reported image freezing was not observed using all of the customer's devices together, fluid ingress was identified under the video baton's lens cover which resulted in a blurry image. The glidescope video baton 2.0 large failed verathon's device functionality testing. Upon review of the device history for the video baton serial number (B)(6), it was determined that the device was manufactured on june 29, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, four (4) years and six (6) months, may have caused or contributed to the event. Next, the customer's monitor was used with test cables, blades, a video baton, and a bronchoscope. The tsr tried wiggling the connections, detaching and reattaching the connections, and power-cycling with devices connected. No image freezing or other imaging issues were observed. The monitor functioned as intended. Upon completion of verathon's device evaluation, the customer's video baton was replaced with a new video baton. The monitor and cable were also returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported when examining the patient's airway using a glidescope video baton 2.0 large, the screen on the connected glidescope core 10-inch monitor would freeze and lose image. No delay in procedure, use of a backup device, or harm to the patient was reported.